Event description:
The customer reported that they observed possible hemolysis in the collection line and inside the plasma collection bottle during a procedure on a rika device. The device alarmed a total of four times. Two of the alarms were "centrifuge pressure is too high at draw pump" and the other two alarms were "centrifuge pressure is too high at return pump". Per the customer, after pressing continue on the last device alarm, the operator noticed amber-red colored plasma in the collection line and inside the bottle, then proceeded to pause and end the donation. The customer stated that they reduced the return speed, and no kinks or obstructions were observed in the separation set before or after unloading the device. Per the customer, the color in the collection line appeared amber and the donor line and separation set had whole blood (dark red). No hemolysis testing was performed. Collection ID: (B)(6) no medical intervention was reported. The donor was asked to wait 15 mins and powerade was provided. The donor stated they "felt well during the whole procedure". The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf and pressure alarms confirm that there was some level of hemolysis during this run. The customer reported that saline and anticoagulant were attached. The ac bag was correctly attached on the left side of the device, and the saline bag was correctly attached on the right side of the device. Per the customer, clots were observed in the channel and channel lines. The operator stated they observed small clots within the collection line and within the collection bottle. During line inspection, no obstructions, pinched lines, or kinks were observed on the soft-good. Per follow-up with the customer, it was reported that red cell loss steps were followed, since whole blood was present in the separation set during unloading of the separation set. Consultation with a medical staff associate (msa) trainer at the center confirmed that after reviewing the donor's medications and full donor interview, there was no medication, condition or disease reported in the donor's file that the msa could connect a relation or cause with the possible case of hemolysis. A terumo bct technician checked out the device at the customer site. A disposable complaint history search was performed for this lot and there were no other reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be clotting in the disposable set which created restrictions in the flow path resulting in excess pressure causing red cell shearing. A root cause assessment was performed for this complaint. Based on the available information a definitive root cause for clotting could not be determined but it is likely due to one or a combination of the possible causes listed below: improper anti-coagulation of the extra corporeal system. Excessive pasting due to donor physiology.